Event description:
A customer was unable to test on meter for 4 months due to the 'apply sample' message. At one point, customer stated that customer had no symptoms of hypoglycemia, but ended up having to call the paramedics. They tested customer on their meter and the result was 30 mg/dl. They gave customer a glucose drip, but did not take customer to the hospital. Upon troubleshooting the issue, it was found that the customer had been dropping blood on front of the test strip, which is why customer wasn't getting a reading. No further information has been reported. Attempt was made to contact the customer to obtain more information.